Event description:
It was reported that the customer experienced elevated blood glucose levels (417 mg/dl) and small ketones. Reportedly, there was air in the tubing. Customer changed the cartridge and infusion set, and pump appeared to be delivering insulin as expected.

Manufacturer narrative:
No product returningr evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.